Manufacturer narrative:
Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 223601 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 223601, test base part number 195-430wl / lot 221436. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 223601 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single use; device discarded.

Event description:
The consumer reported false positive results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on an unknown sample type. Previous testing (unknown brand, unknown platform) was conducted on (B)(6) 2023 and generated negative results. Although requested, no additional information including treatment and outcome was provided.

Event description:
The consumer reported false positive results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on an unknown sample type. Previous testing (unknown brand, unknown platform) was conducted on (B)(6) 2023 and generated negative results. Although requested, no additional information including treatment and outcome was provided.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.